Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. Three days after the event onset, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report the patient outcome was unknown. Extraneal and physioneal therapies were ongoing. No additional information is available as the reporter has declined to provide further information.

Manufacturer narrative:
The peritonitis was medically confirmed by the nurse. At the time of this report, the patient had recovered and was discharged from the hospital on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.